Manufacturer narrative:
The returned device was evaluated and the inspection of the download data confirmed that an 0x3d alarm was generated by the pod during operation, indicating the step sensor was asserted before the wire was driven. Corrosion was observed on the pcb and the mechanism rails. During fluid path testing, a tear was found in the unexposed portion of the soft cannula, resulting in internal leaking and corrosion. Fluid leaking from the tear in the unexposed portion of the soft cannula contributed to the 0x3d alarm and was confirmed to be the cause of the reported hazard alarm during operation.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports they received a hazard alarm during wear.